Manufacturer narrative:
Evaluation summary: the pal (product analysis lab) evaluated the device. The device failed the homechoice rite (returned instrument test/evaluation) testing for volumetric accuracy but passed the rite electrical test. The assignable cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification (fill 1 871.5ml. Drain 1 872.2ml, fill 2 859.4ml, drain 2 860.0ml, and last fill 370.9ml. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for see referenced master complaint (B)(4) for the initial reported problem of low battery alarm. There was not a patient involved and was no patient injury or medical intervention indicated at the time of the initial report.